Event description:
The complainant reported that during a left ventriculogram procedure, the collar of the rotator separated at 800 psi. No harm or injury to the pt was reported.

Manufacturer narrative:
Device eval - the suspect device was returned for eval. The device was examined visually and the complaint was confirmed; the rotator was separated at the bond between the collar and the housing. The device history record was reviewed for with no related exceptions noted. The complaint database was reviewed and no other complaints were identified for this lot. The root cause of the malfunction was attributed to failure of the adhesive bond between the rotator housing and the rotator collar. Eval: method: device history record was reviewed, complaint database was reviewed.